Manufacturer narrative:
B5: it was later reported that on (B)(6) 2023, the lens was repositioned and this resolved the problem. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -5.50/+5.50/101 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation. The lens remains implanted. The cause of the event was reported as unknown and there was device causality and noted "patient had good va 1/7 post-op and toric alignment corresponded with iod, rotation has occurred between day 1 and day 5 post-op despite 2ct vault".

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).